Event description:
It was reported that there was a hole in the tubing of a continu-flo solution set which resulted in a fluid leak. The leak was discovered at the beginning of the infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual device was not available; however, a photograph of the actual sample and two (2) retained samples were provided for evaluation. The sample photo underwent visual inspection which observed solution drops on the outside of the tube; a defect/damage was noted on the tubing, however, it was not known if it was a hole, cut, or tear. Visual inspection of the retained samples did not identify any abnormalities that could have contributed to the reported condition. The retained samples were functionally tested including push-pull, underwater leak and air passage tests; no disconnections, leaks or no blockages were identified. The reported condition was not verified on the retained samples. The reported condition was verified on the photograph of the actual sample. The cause of the damaged tubing could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.